Event description:
Heartmate 2 left ventricular assist device (lvad) presents with 3rd gastrointestinal bleeding event post lvad implant in the setting of international normalized ratio (inr) 2.1 and no aspirin therapy. Hemoglobin was 5.2 on admission; six units of blood were transfused over the course of the hospitalization. Patient initially declined endoscopic evaluation due to recent studies however, egd was eventually performed due to transfusion requirement. No bleeding source identified. Heparin to coumadin bridge completed.